Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation, a faradrive was selected for use. When the dilator and guidewire were retracted to the faradrive, aspiration of the sheath was not possible. Upon inserting the farawave, continuous large bubbles were observed during aspiration. The physician decided to halt the procedure, and did not want to perform a new transeptal puncture (heparin had already been administered) or risk excessive bleeding from the femoral puncture. The procedure was rescheduled, and the device will be returned for analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was noted that bubbles were visible in the sheath during aspiration, leading to the cancellation of the procedure. During an paroxysmal atrial fibrillation, a faradrive was selected for use. When the dilator and guidewire were retracted to the faradrive, aspiration of the sheath was not possible. Upon inserting the farawave, continuous large bubbles were observed during aspiration. The physician decided to halt the procedure, and did not want to perform a new transeptal puncture (heparin had already been administered) or risk excessive bleeding from the femoral puncture. The procedure was rescheduled. The device has been returned for analysis.